Event description:
The pt experienced increased baseline pain. A magnetic resonance imaging in 2009, revealed an inflammatory mass/granuloma at the catheter site. The pump was used to deliver morphine sulfate 25 mg/ml at 1.5 mg day since implant, then morphine sulfate 20 mg/ml since 2009. The pump was filled with preservative free normal saline. The hcp planned to re-image the spine in 3-4 months. The pt was treated with oral pain medications and was at home. A f/u report will be submitted if add'l info becomes available.